Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that their quality controls were within acceptable ranges. The customer stated that the initial run was obtained from a small sample container (ssc) cup. A siemens headquarters support center (hsc) specialist could not determine the cause of the discordant, false negative hcg result as the instrument data could not be obtained from the customer. The customer did not obtain additional discordant results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was diluted and repeated on the same instrument, resulting higher. The sample was then sent to an alternate laboratory and was tested on a dimension exl instrument, also resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.